Event description:
It was reported that the spider 2 turned loose in the middle of procedure. The battery was good. The nurse had to carry the arm for the rest of the procedure. There was no delay in the case. No more complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. The instructions for use states, ¿hydraulic pressure cannot drop unexpectedly without adequate notice so that practitioner has time to switch to a more traditional means of maintaining damaged joints or bone fractures separated during the surgical procedure.¿ a review of risk management files found that the reported failure was documented appropriately. Based on the complaint details, the device "turned loose" during the procedure, and needed to be carried by the nurse for the remainder of the procedure. There was no delay nor patient harm or complications reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.